Manufacturer narrative:
D4 - UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies. The gas pathway was swept with air, a fluid flowed out form the gas outlet port. This implied a plasma leak had occurred. The actual device was rinsed with saline solution by gravity drop and fixed with glutaraldehyde solution. Subsequent visual inspection of the oxygenator module found no visible clot formation. The housing and filter were removed from the device and the filter was subjected to a visual inspection. No visible clot formation was found. Direct visual inspection of the fiber found it to be discolored yellow. No visible clot formation was found. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. The whole fiber winding was found to have been discolored yellow. There was no visible clot formation on the fiber winding. The outer cylinder was removed from the heat exchanger module and the inside of the heat exchanger module was subjected to visual inspection. No visible clot formation was found. The fiber layers removed were inspected under magnification. Discoloration of the fiber and adhesion of the blood cell components were noted. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other complaints of this nature with the product code/lot number combination. There is no evidence this event was related to a device defect of malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is assumable the occurrence of plasma leak hindered the gases from being transferred sufficiently. The time till plasma leak starts to occur seems to depend a lot on the case of a diseases and the patient's conditions. Based on experience, in the case accompanied with a complication the time until the plasma leak starts to occur may be prone to be shorter. If the patient has renal or hepatic failure, the time until the plasma leak starts to occur may also be prone to be shorter. When the bilirubin value in blood is high, the plasma leak is prone to occur easily. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: (1) during an infant ECMO, a competitor's oxygenator clotted quickly; (2) this device was changed out to the actual device; (3) after circulation for 5 hours, po2 stopped increasing; (4) flushing did not improve the situation; (5) the actual device was changed out to another competitor's device; (6) the amount of blood loss was unknown; and (7) the patient recovered from the reported serious injury.